Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding recipient status and the repositioning date were unsuccessful. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient is reportedly experiencing electrode migration following repositioning surgery. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing device migration due to head trauma. Revision surgery will be scheduled.